Manufacturer narrative:
No products were returned for eval. A device history record review could not be completed since no lot numbers or serial numbers were provided. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: "no pt impact reported" (no consequences or impact to pt). Product problem(s): vitrector would not cut (failure to cut). The customer reported that the vitrectomy cutter primed on the system, but then sounded odd and would not cut with the pedal fully depressed. The surgeon was able to complete the case by using the cutter and bringing the pedal up slightly. Additional info was requested.